Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro instrument, and identified the failure mode as faulty hardware. The fse replaced tubing and the t-valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of low cre (creatinine), mg (magnesium), and alp (alkaline phosphate) erroneous results on three (3) patient samples on their unicel dxc 800 pro instrument. The erroneous results were not reported out of the laboratory; thus, there was no impact to patient treatment. Customer repeated the patient sample on an alternate analyzer with results considered correct.